Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 03-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000mcg/ml at 220mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had return of baseline spasms/spasticity symptoms. The physician did a dye study that showed some but not all were leaving the pump but at a slower rate. There were no known factors that may have led or contributed to the issue. The physician believed that the sutureless connector was becoming loose and causing some drug to leak and not be delivered. The catheter was revised and the issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive, no injury.